Manufacturer narrative:
(B)(4).

Event description:
Analysis was completed and found no anomalies with the tablet main battery. Analysis was also completed for the usb to db9 serial cable that was returned with the tablet. A broken wire was identified in the hood assembly of the usb to db9 serial cable. The cause of the issue that the physician experienced was the broken wire in the usb to db9 serial cable.

Event description:
It was reported that a physician's tablet was unable to power on. Troubleshooting was performed: charger was lit green, but the tablet was not showing to be receiving power; battery button was pushed, but no battery level appeared on the tablet screen; attempted to power on the device while it was plugged in, but it did not power on. A replacement tablet was provided. The product has been received, but analysis has not been completed to date.